Event description:
It was reported to medtronic minimed that the customer had a battery cap damaged and air bubbles. The customer reported a blood glucose value of 400 mg/dl. The customer reported hyperglycemia, vomiting, diarrhea, headache, pain, polydipsia, malaise, fatigue treated with manual injection/insulin pen, hospitalization: overnight stay, hospitalization: overnight stay, hospitalization: overnight stay, hospitalization: overnight stay, hospitalization: overnight stay. The customer reported the following led up to the event: vomiting diarrhea can't drinking and eat anything document treatment for high bg. The event involved product(s) mmt-332a, mmt-1884l and mmt-397a. Troubleshooting was performed. The customer using the insulin pump within 48 hours of the reported event. The customer using the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for mmt-397a, no product return is required for mmt-332a. Mmt-1884l was returned for product analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. The pump passed was received with a partially broken battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08675 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2024 to (B)(6) 2024. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event date of 28-jun-2023. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event date 28-jun-2023 in the formatted history file. In further full review of the pump history/traces on the event date of 28-feb-2024, there is no unexpected alarms/suspends. However, no delivery alarm/insulin flow blocked alarm noted. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 28-feb-2024 listed on smartsolve due to insufficient data in the trace/history files. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: (B)(6) 2024 01:49:21.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 01:59:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 02:39:37.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 02:49:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 03:09:33.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 03:19:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 03:39:28.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 03:49:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 03:54:11.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 03:59:05.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 04:09:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 04:14:09.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 04:19:17.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 05:50:05.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 05:50:41.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 06:06:29.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 18:09:15.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 18:12:59.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 18:29:08.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 18:34:06.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. No unexpected occlusions or insulin flow blocked alarm noted during testing. In further full review of the pump history/traces on the ss event date of 05-apr-2024, there is no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the ss event date 05-apr-2024 listed on smartsolve due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event dates 28-feb-2024 and 05-apr-2024 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: (B)(6) 2024 01:08:00.000 (B)(6) 2024 08:33:00.000, (B)(6) 2024 08:43:00.000 (B)(6) /2024 15:17:00.000 (B)(6) 2024 00:28:00.000, (B)(6) 2024 00:38:00.000 (B)(6) 2024 05:22:00.000, (B)(6) 2024 05:32:00.000 (B)(6) 2024 06:42:00.000, (B)(6) 2024 06:52:00.000 (B)(6) 2024 12:07:00.000, (B)(6) 2024 12:40:00.000 (B)(6) 2024 16:18:00.000 (B)(6) 2024 11:03:00.000 (B)(6) 2024 14:55:00.000 (B)(6) 2024 15:05:00.000 (B)(6) 2024 16:18:00.000 (B)(6) 2024 22:08:00.000, (B)(6) 2024 22:18:00.000 (B)(6) 2024 03:43:00.000 (B)(6) 2024 10:33:00.000 (B)(6) 2024 11:48:00.000 (B)(6) 2024 14:33:00.000 (B)(6) 2024 15:58:00.000 (B)(6) 2024 19:33:00.000 (B)(6) 2024 08:44:00.000 (B)(6) 2024 10:03:00.000 sgcalibrationerror (776) was recorded and found in the formatted history file on: (B)(6) 2024 14:25:05.000 (B)(6) 2024 17:07:56.000 (B)(6) 2024 20:33:54.000 lostsensor2alert (781) was recorded and found in the formatted history file on: (B)(6) 2024 09:00:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2024 17:04:12.000 (B)(6) 2024 03:45:48.000 (B)(6) 2024 03:46:04.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2024 03:46:00.000 low battery alert was recorded and found in the formatted history file on: (B)(6) 2024 18:32:00.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2024 04:03:00.000 (B)(6) 2024 04:13:00.000 replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2024 04:34:00.000 (B)(6) 2024 04:44:00.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2024 09:11:38.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 at 12:07:58 pm. There was no power data available for the dates of (B)(6) 2024, (B)(6) 2024 and (B)(6) 2024. Unable to check power data for failed battery alert/battery failed alarm, low battery alert, replace battery alert/replace battery now alarm and power loss alarm. No unexpected failed battery alert/battery failed alarm, low battery alert, replace battery alert/replace battery now alarm and power loss alarm noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. The p-cap locks properly into the reservoir compartment; however, a cracked retainer and a retainer knit line damage were noted during testing. The following were noted during visual inspection: a scratched case and a serial number label fading. Retainer ring damage (a cracked retainer and a retainer knit line damage) was confirmed. Cosmetic damage was confirmed at the back of the pump. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for possible under delivery anomaly and no delivery alarm/insulin flow blocked alarm were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed was received with a partially broken battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08675 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2024 to (B)(6) 2024. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event date of (B)(6) 2023. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event date (B)(6) 2023 in the formatted history file. In further full review of the pump history/traces on the event date of (B)(6) 2024, there is no unexpected alarms/suspends. However, no delivery alarm/insulin flow blocked alarm noted. Unable to verify daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2024 listed on smartsolve due to insufficient data in the trace/history files. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: on (B)(6) 2024 01:49:21.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. On (B)(6) 2024 01:59:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. On (B)(6) 2024 02:39:37.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. On (B)(6) 2024 02:49:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. On (B)(6) 2024 03:09:33.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. On (B)(6) 2024 03:19:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. On (B)(6) 2024 03:39:28.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. On (B)(6) 2024 03:49:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. On (B)(6) 2024 03:54:11.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. On (B)(6) 2024 03:59:05.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. On (B)(6) 2024 04:09:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. On (B)(6) 2024 04:14:09.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. On (B)(6) 2024 04:19:17.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. On (B)(6) 2024 05:50:05.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. On (B)(6) 2024 05:50:41.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. On (B)(6) 2024 06:06:29.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. On (B)(6) 2024 18:09:15.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. On (B)(6) 2024 18:12:59.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. On (B)(6) 2024 18:29:08.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. On (B)(6) 2024 18:34:06.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. No unexpected occlusions or insulin flow blocked alarm noted during testing. In further full review of the pump history/traces on the ss event date of 05-apr-2024, there is no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the ss event date 05-apr-2024 listed on smartsolve due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event dates (B)(6) 2024 and 05-apr-2024 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: on (B)(6) 2024 01:08:00.000 on (B)(6) 2024 08:33:00.000, (B)(6) 2024 08:43:00.000 on (B)(6) 2024 15:17:00.000 on (B)(6) 2024 00:28:00.000, (B)(6) 2024 00:38:00.000 on (B)(6) 2024 05:22:00.000, (B)(6) 2024 05:32:00.000 on (B)(6) 2024 06:42:00.000, (B)(6) 2024 06:52:00.000 on (B)(6) 2024 12:07:00.000, (B)(6) 2024 12:40:00.000 on (B)(6) 2024 16:18:00.000 on (B)(6) 2024 11:03:00.000 on (B)(6) 2024 14:55:00.000 on (B)(6) 2024 15:05:00.000 on (B)(6) 2024 16:18:00.000 on (B)(6) 2024 22:08:00.000, (B)(6) 2024 22:18:00.000 on (B)(6) 2024 03:43:00.000 on (B)(6) 2024 10:33:00.000 on (B)(6) 2024 11:48:00.000 on (B)(6) 2024 14:33:00.000 on (B)(6) 2024 15:58:00.000 on (B)(6) 2024 19:33:00.000 on (B)(6) 2024 08:44:00.000 on (B)(6) 2024 10:03:00.000 sgcalibrationerror (776) was recorded and found in the formatted history file on: on (B)(6) 2024 14:25:05.000 on (B)(6) 2024 17:07:56.000 on (B)(6) 2024 20:33:54.000 lostsensor2alert (781) was recorded and found in the formatted history file on: (B)(6) 2024 09:00:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. Insert battery alarm was recorded and found in the formatted history file on: on (B)(6) 2024 17:04:12.000 on (B)(6) 2024 03:45:48.000 on (B)(6) 2024 03:46:04.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2024 03:46:00.000 low battery alert was recorded and found in the formatted history file on: (B)(6) 2024 18:32:00.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2024 04:03:00.000 on (B)(6) 2024 04:13:00.000 replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2024 04:34:00.000 on (B)(6) 2024 04:44:00.000 power loss alarm was recorded and found in the formatted history file on: on (B)(6) 2024 09:11:38.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 at 12:07:58 pm. There was no power data available for the dates of (B)(6) 2024, (B)(6) 2024 and (B)(6) 2024. Unable to check power data for failed battery alert/battery failed alarm, low battery alert, replace battery alert/replace battery now alarm and power loss alarm. No unexpected failed battery alert/battery failed alarm, low battery alert, replace battery alert/replace battery now alarm and power loss alarm noted during testing. Unable to confirm battery cap broken/cracked/damaged due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. The pump was received without a battery installed. The p-cap locks properly into the reservoir compartment; however, a cracked retainer and a retainer knit line damage were noted during testing. The following were noted during visual inspection: a scratched case and a serial number label fading. Unable to confirm battery cap broken/cracked/damaged due to pump received without the original battery cap. Battery cap broken/cracked/damaged was unknown. Retainer ring damage (a cracked retainer and a retainer knit line damage) was confirmed. Cosmetic damage was confirmed at the back of the pump. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for possible under delivery anomaly and no delivery alarm/insulin flow blocked alarm were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.